Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including the connection cover was cracked, the bending section rubber was chipped, the bending section was deformed/shrunk, the insertion section was wrinkled, the air/water and suction cylinders marks were faded, the switch button one was cut, there was insufficient angulation, the plug unit was dented, and the universal cord was scratched and wrinkled. However, these defects are not considered sever enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and the customer¿s allegation was confirmed. The instrument channel of the scope tested positive for 24 colony forming units (cfus) of mesophilic aerobic germs. As a result of the test results, the scope will undergo additional culturing, which is currently pending. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water through the instrument/suction channels and flushes the auxiliary water and air/water channels the customer cleans the scopes using the detergent gigasym during pre-cleaning. During manual cleaning, the customer uses detergent gigazym and olympus bw-412t brushes to clean the instrument/suction channel, the suction cylinder and the instrument channel opening. The customer does not perform manual disinfection on the endoscopes. Etd4 (endothermo disinfector) was used as the automatic endoscope reprocessors (aers) along with an olympus detergent and disinfectant. The scope was stored hanging vertically in a simple cabinet (without any drying function). Olympus was used for repair and maintenance. The scope was not sterilized. After the additional culturing is completed, the device will be evaluated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air/water channel on the evis exera iii gastrointestinal videoscope tested positive for 15 colony forming units (cfus) of the micrococcus species and more than 300 cfus of coagulase-negative staphylococci during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being supplemented to provide the additional lab results and applicable corrections. As a result of the initial test reports performed by an independent laboratory, the device was reprocessed and cultured a second time. During the second culturing, no microorganisms were detected. The investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.